Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17067. It was reported that a patient presented to emergency department due to syncope. An x-ray was done and showed that the patient had twiddler¿s syndrome. The atrial (ra) lead was still attached to the atrium with no lead slack. The right ventricular (rv) lead was dislodged in the atrium. Doctor performed surgery to reposition both leads on (B)(6) 2021. Patient was stable during procedure.